Event description:
It was reported the patient¿s device was explanted on (B)(6) 2014 due to compression of the intercostal nerve on the left side caused by the generator. The device was replaced and moved from their back to their abdomen. The health care provider (hcp) further noted the battery had reached end of life (eol) due to normal battery depletion. The previously mentioned abdominal symptoms resolved with the moving of the ipg. The patient recovered without sequela and their stimulation is effective and controlling their back and leg pain. There was a discrepancy on the date of explant where the hcp listed explant as (B)(6) 2014; however, it was confirmed via the manufacturer representative and device registration that the device was explanted on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 97702, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.